Manufacturer narrative:
Technician found bed was going into reverse trend as foot hi/low was drifting down. Replaced foot hi/low down valve s14 to resolve this issue.

Event description:
Complaint alleged that the foot hi/low was drifting down.